Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 5.2 cm in diameter abdominal aortic aneurysm. It was noted that during the initial procedure the physician modeled iliac limb with a balloon. The final angiogram during the initial procedure looked good. It was reported the that the patient presented with pain nine days later. The CT revealed that the right endurant 16 x 13 iliac limb was occluded. The physician attempted a thrombectomy and then elected to perform a femoral-femoral bypass. After the fem-fem bypass, the event was resolved. The physician stated that the cause of the event was related to the patient¿s anatomy of calcification and highly tortuous arteries that had a small distal diameter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.